Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The caregiver reported the cause of the peritonitis was related to "possible bacteria from the patient's pd catheter". However, this was not confirmed and will be assessed as unknown. The patient was not hospitalized for the event. On an unknown date the same month as receipt of this report, the patient began treatment with an unspecified antibiotic, which was to be given for three weeks in the pd solution bags daily (dose not reported). At the time of this report, the patient remains on antibiotic therapy and was recovering from this event. Pd therapy was ongoing. No additional information is available.